Manufacturer narrative:
The device was returned to and evaluated by the MFR. There were multiple areas of damage. On the serialized outlet tubing, proximal from the pump, an area of abrasion existed (area a). A separation site distal from the pump was noted (area b). The non-serialized outlet also had an area of abrasion proximal to the pump (area c), and a separation/leakage site distal from pump (area d). The connector was cracked, and leakage was observed from this connector (area e). The inlet tubing was abraded, had protruding monofilament, and revealed a separation/leak/tear site proximal to the pump (area f). Proximal to the reservoir, a tubing separation/leak site was detected (area g). Microscopic examination of the anomaly sites was performed. The cross sectional surfaces of area b and area d show smooth, non-striated surfaces, indicating contact with a cautery instrument. The cross sectional surface of area g shows uniform striations, indicating contact with sharp instrumentation, such as scissors or scalpel. The cross sectional surfaces of area f showed rought, irregular surfaces, indicating a tubing tear. Recreation of the tubing, based on the pattern of abrasions , shows that while in-vivo the pump tubing was overlapping and rubbing against each other. Based on the received info and the examination, qa concludes that the reported failure was a result of the separation tear on the inlet tubing (area f). Further, this separation was caused by the stress(es). Since the leak site is contained within an area of abrasion, qa concludes that the material in this area was worn and fatigued. Stress(es) associated with device usage over time in combination with the material fatigue caused the tubing tear, resulting in the leakage site. Based on the duration of implant, instrument damage was not the cause of the failure. Qa concludes that the instrument damage occurred during or subsequent to explant surgery.

Event description:
The device was removed due to "broken tubing at the spring". The "spring had sprung".